Event description:
Received notification from surgeon that integra bp dural graft 4x5cm implanted into patient was found to have deteriorated at the suture line. There was a central defect in the dural graft. Manufacturer response for dural graft, integra bp dural graft 4x5cm - (B)(4) (per site reporter). They are investigating.